Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On 08/03/2024, the emergency medical technicians (emt) was called in by his wife around 2308 to help stabilize the patient. The patient felt incapacitated before the intervention. He felt weak. The patient was sleeping around 2230. When they, emt team made him rest and he and his wife fixed some orange juice and a peanut butter sandwich to help bring his sugar levels high again. The bg value taken before the intervention was around 30 mg/dl and the patient could not recall the cgm reading, but thought it was high. When the emt arrived, they pricked his finger, and he read bg 40 mg/dl. After eating, his bg went up to 48 mg/dl. The emt only left when his bg reached 90 mg/dl. The cgm was still inaccurate, but the patient did not recall the exact value other than it was high. They made sure he was okay before the emt left as well. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was evaluated. An external visual inspection was performed and no damage was found. Perform voltage test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer complaint was not confirmed because the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.